Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the adhesive of the distal end objective lens was peeling off due to deterioration or breakage of the adhesive (chemical stress / physical stress). Additional evaluation findings are as follows: 1.) Defects of the insertion tube. 2.) Deterioration or breakage of the adhesive on the distal end. 3.) Deformation or breakage of connector due to physical stress (handling problem). 4.) Scope connector label peeled off. 5.) Deformation or breakage of control body. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ltf-s190-10, endoeye flex deflectable videoscope to olympus for repair due to a report of the scope connector label peeling. Upon inspection and testing of the returned device, it was noted that the adhesive of the distal end objective lens peeled off. This report is submitted due to the adhesive of the distal end objective lens peeled off. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on how to handle the device including a usage environment. Olympus will continue to monitor field performance for this device.